Event description:
It was reported that pump experienced malfunction. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer had not addressed the elevated bg at the time of report and there was no required assistance from a third-party. Technical support provided instructions to reset pump, assisted customer with reset, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed caller to contact support again if malfunction returned.